Event description:
See also manufacturer report 3004209178200900384. It was reported that the patient was hospitalized due to intense intermittent urinary pain. She has two interstim systems. The patient outcome is unknown. Further info is being requested from the hcp.